Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. On (B)(6) 2022, the initial sample (run 341) with lot 20131l, cobas® liat® serial number (B)(4), generated sars-cov-2 positive, influenza a positive, and influenza b negative results. The same sample was repeated on cobas® liat® serial number (B)(4) resulting in sars-cov-2 positive, influenza a negative, and influenza b negative results. The initial dual positive results were not reported out. The results from the repeat testing were reported out. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. No systematic issue was observed and no product problem was found. (B)(4).